Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the ipg site and felt that the ipg had migrated. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted.